Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got calibration error and change sensor error and experienced high blood glucose level 300 mg/dl. The checked blood glucose again and it was 402 mg/dl. The product was not returned for analysis.